Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.233 x 0.260 in size. The clevis did not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis did not show damage. The complaint regarding plastic tip broken by cable system was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm permanent cautery hook (pch) instrument had the plastic tip broken by cable system. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the plastic area by the cable was broken. No fragment at the tip of the instrument fell off. It is unknown what the surgeon believes caused the damage to the instrument, or if the instrument collided with any other instruments or other hard material during the surgical procedure. The instrument was not able to be used from the start of the case. It is unknown if the patient has returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.